Manufacturer narrative:
The returned product was evaluated and the inspection of the drive stall mechanism did not identify any issues that would cause a drive stall malfunction. The ratchet gear, tube nut, lead screw and hook talons were observed and no damages or deficiencies were found. The rotational sensor and commutator cap was inspected and no damages, deficiencies, or discontinuity between the components were found. During inspection, it was noted that the exposed portion of the soft cannula was partially ripped off. It was unable to be determined when or how the damage to the cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between the 300's to 400's mg/dl and the pod had to be removed due to a hazard alarm. The pod was worn between 1 and 4 hours on the abdomen.